Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in the patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that during the index procedure, the patient had a challenging location of the aneurysm as it was right on the aortic arch making it difficult to advance wires and the device into the planned proximal landing zone at the lcca. Two valiant navion stent grafts were placed but it was still considered that they weren't far enough proximally to obtain a good seal. The physician attempted to snare the distal tip of the wire from the groin to create a better route to navigate the anatomy. After several attempts with the snare they were unsuccessful. The physician then placed another valiant navion device proximal to the most proximal device to obtain the seal. There were several times where the interventional wire had to be repositioned over the arch in order to advance the devices. It was reported that a week post index procedure, the sales rep contacted the physician to enquire about the patient's condition. The physician explained that the patient suffered an embolic stroke and did not wake from the procedure and later died. As per the physician, the cause of the stroke event was unclear but likely was procedural related but not device related. No additional clinical sequelae were reported.